Manufacturer narrative:
Product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. A similar complaint has been reported to us on this batch by the same end cutomer. Investigation: we have received a 21 cm long catheter. The access port and the connection ring were not returned for evaluation. The catheter is contaminated by blood. The diameters have been measured and are compliant to specifications. A disconnection test has been performed with an access port from our stock. The results are compliant with the standard requirements. Conclusion: as the device is incomplete, it is impossible for us to conclude about the cause of the disconnection 2 months after the implantation.. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged.

Event description:
Disconnection of the catheter after 2 months.